Event description:
Medtronic received information that this monopolar pen was used on a pediatric patient with wolfe parkinson white (wpw) syndrome. The procedure was successfully completed and the patient was discharged. At follow up, tricuspid regurgitation was noted on echocardiography. It was reported that the tricuspid annulus, where the surgeon had ablated, appeared to be detaching. The surgeon acknowledged that this issue was due to operational context, rather than a product malfunction. It was reported that rather than ablating by making a connecting lesion to the annulus perpendicularly, the physician made a semicircle ablation around the tricuspid annulus.

Manufacturer narrative:
Evaluation method code: device history reviewed. Results code: device history review found the product met specifications when released for distribution. Conclusion code: cause of event due to operational context. Analysis: the pen was not returned for evaluation. Conclusion: the indications for use (IFU) states "this device is intended to create spot or linear lesions in cardiac tissue during cardiac surgery using radiofrequency energy for the treatment of cardiac arrhythmias. Possible complications related to the creation of spot or linear lesions in cardiac tissue in combination with open heart surgery are: tissue perforation, injury to the great vessels, valve leaflet damage. No representation of warranty is made that failure or cessation of function of the device will not result in adverse event, or that medical complications (including perforation of cardiac tissue) will not follow the procedure, or that the use of the device will in all cases restore adequate cardiac function. Proper surgical procedures and techniques are necessarily the responsibility of the medical profession. Each surgeon must evaluate the appropriateness of any procedure based on their own medical training and experience, and the type of surgical procedure. Patient and procedure selection is solely a medical responsibility and the outcome is dependent on many variables including patient pathology, surgical and perfusion procedures. Use caution to avoid trauma to tissues not within the target area of ablation." The physician openly acknowledged the issue was caused by operational context. Additionally, medtronic's marketing department forwarded several papers discussing pediatric ablation to the physician.